Event description:
Rayner intraocular lenses limited, received notification from the (B)(6) distributor of an event that occurred during use of a c-flex aspheric 970c intraocular lens. Rayner was advised that upon insertion of the lens into the eye, the physician observed that the trailing haptic had broken.

Manufacturer narrative:
The reference (B)(4), has been allocated to this complaint by rayner intraocular lenses limited. The physician explanted the c-flex aspheric 970c intraocular lens and implanted a back-up lens in the initial surgery session. The healthcare facility has confirmed that the back-up lens was implanted without further complication. The condition of the pt post-operatively has been described by the physician as "fine". Further investigation of the reported event identified that the haptic breakage occurred as a result of user error. Therefore, additional lens loading training, since this event, has been provided to the physician by the (B)(6) distributor to prevent the recurrence of this issue. Our review of production records of the c-flex aspheric 970c batch 011e18969 confirms that all manufacturing and quality checks were conducted with successful results. All lenses released from this batch were within specification. Complaints since january 2011, the month of manufacture, were reviewed and we can confirm that no complaints, of any type, have been received against the c-flex aspheric 970c batch 011e18969.